Event description:
Follow-up identified the issue resolved with replacement of the device.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was involved in a motor vehicle accident (B)(6)2017. Reportedly, the patient began experiencing discomfort with stimulation on since the accident (described by the patient as pocket heating). Reprogramming was completed as well as x-rays of the system which yielded normal results. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model. Postoperatively, therapy was activated.